Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent surgery on (B)(6) 2012 for placement of reconstructive mandibular plate following a bone fracture. On (B)(6) 2013 local infection was diagnosed and the patient underwent mandibular osteoplasty to remove damaged bone and replace implanted plate with a new one. A positive outcome was observed. This report is for an unknown quantity of unknown screws. (B)(4).

Manufacturer narrative:
(B)(4): this report is for an unknown quantity of unknown screws/unknown lot.without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that there is a plate as described in the complaint narrative. Due to the minimal information and considering the multiple causes associated with a broken plate and the associated pain. Persistent pain is a common finding in older populations and often depends on the degree of invasiveness.